Event description:
Dialysis facility technician reported that there was a power loss without an alarm during treatment using the 1550 hemodialysis machine. According to the technician, treatment was discontinued at the time of the power loss and a new treatment was initiated using a different device. Technician reports that there was no patient injury or medical intervention as a result of this incident.